Manufacturer narrative:
(B)(4). This report involves a patient who experienced abdominal pain, cloudy effluent, and a fever in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported condition. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The cause of the event was not reported. The suspected peritonitis was manifested by cloudy effluent, fever, and abdominal pain. The patient was hospitalized for the event. Treatment information was not reported. At the time of this report, the recovery status of the patient was unknown. Action taken with dianeal therapy was not reported. Additional information is not available at this time.